Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 2 of 2 reports where the patient experienced loss of consciousness due to inaccuracy. Please see the related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. At the time of the event, the patient was using an omnipod 5 insulin pump; however, no information was provided regarding pump operation during the event. On the morning of (B)(6) 2026, the patient continued using the same cgm sensor and reported ongoing inaccurate cgm readings (related to (B)(4).) The patient experienced a loss of consciousness (loc) at home and was transported to the hospital by ambulance. During a follow-up call on (B)(6) 2026, technical support spoke with the patient, who reported that at the time of the loc, her daughter obtained a fingerstick blood glucose (fsbg) reading of 39 mg/dl. A cgm reading was displayed at that time and was reportedly higher than the fsbg value; however, the patient was unable to recall the specific cgm reading. The patient¿s daughter administered a glucagon injection, which resulted in slight improvement in alertness, though the patient remained confused. Emergency medical services (ems) were then called. The patient was unable to recall the ems response time and was uncertain whether an fsbg measurement was obtained or if any medications or treatments were administered by ems during transport. Upon arrival at the emergency room (ER), an fsbg measurement was obtained and reported as below 40 mg/dl, and the patient was admitted. The patient stated that cgm readings continued to display higher values at that time but was unable to recall specific readings. After regaining consciousness in the hospital, the patient reported confusion and anxiety. During hospitalization, she received intravenous (IV) therapy, warming therapy using a ¿bair hugger¿ device, and additional medications that she could not recall. The patient was discharged on (B)(6) 2026. She was unable to recall the fsbg value prior to discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.